Manufacturer narrative:
H10: no product samples were returned for investigation, however, a series of photographs were provided and evaluated. The photos show a single spiros connected to a needle and syringe. Fluid residuals can be seen within the spiros housing but outside of the fluid path. The source of the leak is unclear. The device history review for lot number 4337798 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The reported complaint of leakage can be confirmed based on the photos provided. However, without any returned samples and mating devices a probable cause cannot be determined. Additional information in d10.

Manufacturer narrative:
It is unknown if samples are available for evaluation; however, a photograph was provided. The investigation is pending.

Event description:
User facility mandatory medwatch report received and stated that ¿patient receives chemotherapy injections (vidaza). All of our cytotoxic/hazardous medications have a spiros spinning connector or a closed system transfer device connected to them. Upon administering the 4th and final chemo injection, at the very end of administration, a couple drops of chemo leaked out from the device. Nurse was unable to see where the leak was coming from. The chemo drops leaked onto the patient. Nursing immediately cleaned the skin and clothing with warm/soapy water and advised the patient should have his clothing laundered separately through two cycles. There was no harm caused to the patient from this due to cleaning it immediately. Nursing was wearing all proper ppe. Nursing evaluated the device making sure the needle was on correctly, which it was. Nursing was not able to see where the leaking occurred. An area of chemo was puddled in the closed system transfer device.¿ there was patient involvement but no harm reported.